Event description:
Pt was brought to surgery for removal of malfunctioning vital port. Original port was on the patient's right side. Upon removal, the surgeon examined the original device and found a small damage/defect in the catheter approximately 1 mm from the reservoir. This port was initially placed on (B)(6) 2025.